Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used device and three photos. A leak test was performed and leakage was observed from the top of one of the q-syte components that was attached to the luer hub. The reported defect was confirmed. Microscopic inspection was performed on the leaking q-syte and no damage was observed to the top disk. The septum was removed from the top and bottom body to inspect the bottom disk. Upon inspection of the bottom disk, the slit was found to be torn. This tear extended to the column allowing for leakage through the bottom disk and out the vent hole. Damage to the septum may occur during the manufacturing process or during clinical application. As the device had been opened and used, it could not be determined with certainty whether the defects originated during manufacturing or use of the device. Sampling and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the adapter during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage with the use of nexiva. According to the customer's report, saline leaked from the plastic double port component (catheter adapter)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the adapter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage with the use of nexiva. According to the customer's report, saline leaked from the plastic double port component (catheter adapter)."